Event description:
The patient survived to explant.

Manufacturer narrative:
Corrected information provided in d3 (manufacturer fax), additional information has been provided in b5 and d6b.

Event description:
An impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 47-year-old male patient for the indication of acute decompensated chronic cardiomyopathy, presenting in society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents per liter of sodium bicarbonate. During ongoing impella 5.5 support, the patient reported pain radiating from the access site following ambulation. Clinical assessment by the bedside registered nurse identified a large hematoma at the access site. The surgical team was consulted, and the patient was taken to the operating room for exploration of the access site. The patient remained on impella 5.5 support at the time of reporting.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.